Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. It was also reported that the cartridge was damaged at the shroud, interrupting insulin delivery. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.